Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 774382) inserted. The patient's past medical history included cesarean section on (B)(6) 2008, unintended pregnancy on (B)(6) 2008, cesarean section on (B)(6) 2009, parity 2 and gravida ii. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical records received, lot number added, reporters added, historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure (batch no. 774382-invalid,774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cesarean section in 2008, unintended pregnancy in 2008, cesarean section on (B)(6) 2009, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2008, (B)(6) 2009), multigravida, miscarriage and asthma. Previously administered products included for birth control: depo-provera from 2003 to 2011 and birth control pills from 2000 to 2002. Concomitant products included salbutamol (albuterol hfa) since 2011. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain lower ("right lower abdominal pain"). The patient was treated with surgery (she had surgery to remove the right essure implant, bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018. Most recent follow-up information incorporated above includes: on 25-apr-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), dysmenorrhea (cramping), right lower abdominal pain, did not undergo confirmation test, device ineffective. Outcome of event pelvic pain were updated. Historical drug, concomitant drug, medical history were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 774382-invalid) inserted. The patient's past medical history included cesarean section on(B)(6) 2008, unintended pregnancy on (B)(6) 2008, cesarean section on (B)(6) 2009, parity 2 and gravida ii. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure (batch no. 774382-invalid,774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cesarean section in 2008, unintended pregnancy in 2008, cesarean section on (B)(6) 2009, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2008, (B)(6) 2009), multigravida, miscarriage and asthma. Previously administered products included for birth control: depo-provera from 2003 to 2011 and birth control pills from 2000 to 2002. Concomitant products included salbutamol (albuterol hfa) since 2011. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain lower ("right lower abdominal pain"). The patient was treated with surgery (she had surgery to remove the right essure implant, bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018. Lot number: 774392 manufacture date: 2010-09 expiration date: 2013-09 lot number reported 774382 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 27-year-old female patient who had essure (batch no. 774382-not valid, 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cesarean section on (B)(6) 2009, cesarean section in 2008, unintended pregnancy in 2008, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2008, (B)(6) 2009), multigravida, miscarriage and asthma. Previously administered products included for birth control: depo-provera from 2003 to 2011 and birth control pills from 2000 to 2002. Concomitant products included salbutamol (albuterol hfa) since 2011. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("right lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the right essure implant, bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018 received treatment for fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unknown. Lot number: 774392, manufacture date: 2010-09, expiration date: 2013-09, lot number reported 774382 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. New events added: fallopian tube perforation, abdominal pain. Reporter and lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.